Event description:
It was reported that purewick female external catheter caused infection with sepsis and stated the staff was not cleaning the tubing or wick on time. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was confirmed as use related as the staff was not cleaning the tubing or wick on time. The root cause identified is "user aware of need to replace or wants to extend life of single device.". A device history record review was not required because the investigation was confirmed - use related. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Maintenance: 6. Replace the purewick¿ female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewick¿ female external catheter every 8-12 hours or when soiled with feces or blood. ¿ change suction tubing per hospital protocol or at least every thirty (30) days." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that purewick female external catheter caused infection with sepsis and stated the staff was not cleaning the tubing or wick on time. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.